Event description:
It was reported the pt experienced a loss of therapeutic effect. When measuring channels 0 and 7, impedances were 0.70 v 20,000 ohms. Finally, the electrode and the extension were changed but the problem remained. The physician decided to explant the stimulator and this resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37714 serial # (B)(4) determined there was no anomaly found with the ins. Good, stable output was found on each electrode pair. The impedance test in saline result was normal impedances were observed.